Event description:
A malfunction alarm, specifically alarm 20, was reported during the load process of a pump. The customer declined to state whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.